Event description:
It was reported that in the past weeks the pt complained of some loud disturbing noises. On (B)(6) 2010, the pt reported that she is no longer able to hear with the processor on. Another processor was tried without success. The mother reported that her daughter felt on her implant in (B)(6) 2009. On (B)(6) 2010 several testings were carried out while manipulating the implant with pression on the coil or around the implant body or without any action on the coil; sometimes testing worked and sometimes not. Groundpath impedance varied from 0.89 to 0.48 kohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.